Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. All operating currents are within specification. The pump was received with a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that he can't read the insulin pump screen because it's all scratched. Customer stated that his doctor noticed this issue 9 months ago. Customer stated that it was normal wear and tear. Customer stated that he was unable to read the pump screen. Customer was advised that the pump will need to be replaced. Customer was also advised to revert to a back-up plan. Customer mentioned that for the last 3-4 times in the last month, he had extremely high blood glucose readings and it was above 600 mg/dl. Customer stated that he only changed the complete set and rotated. Customer stated that it seemed to resolve the problem. Customer was good for a couple of weeks and treated by bolusing. Customer disconnected and treated with a manual injection. Customer stated that it was not pumping insulin. Customer's current blood glucose was 375 mg/dl. Customer's blood glucose was 320 mg/dl at the time of the incident. Customer will be shipped a tubing clamp.